Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic, the device was unable to be interrogated with the inductive wand. The patient had not had their device checked in approximately two years. The device was explanted and replaced.